Event description:
It was reported that during the implant procedure, image discovery indicated a implantable pacing lead (ipl) spiral tensile anomaly. The ipl was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling g/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Analyst commented, the lead received has been damaged/helix distorted, extrinsic/stretched.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).